Event description:
The manufacturers service technician replaced the data acquisition pcb to motor controller pcb cable to address the reported problem. Final check was performed and no fault recurrence was reported.

Event description:
The customer reported that the device stopped functioning. The customer reported the unit was not in use on patient; therefore, there was no patient involvement or harm. Review of the diagnostic log noted codes that indicated a spi bus failure. The spi bus is communication used to read data for pressure and flow sensors. This failure may result in a vent inop occurrence. A vent inop during normal ventilation operation will result in a visual and audible alarm and precludes continued safe operation of the ventilator. The user must provide alternative ventilation and have the ventilator serviced. The repair is has not been completed pending customer approval.